Event description:
The facility returned the device for service. During service testing baxter service technician reported that the device underdelivered. Info was not available regarding whether or not there had been any pt injury or need for medical intervention related to the device.